Manufacturer narrative:
At analysis it was noted that the device passed its incoming testing and was received in good cosmetic/mechanical condition. However it was additionally noted that it could not be reliably repaired without incurring extensive repair costs and it was therefore recommended that the device be scrapped, which it then was. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was not sensing properly. The generator was not returned for service. No patient complications have been reported as a result of this event. It was further reported that the product was returned to service. It was further reported via follow-up that there was no patient involvement associated with this event.